Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary - device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the battery charger/modem was unable to power up. The charger power supply brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective power supply. The pt received a replacement battery charger/modem.